Event description:
There was an allegation of a questionable troponin t hs elecsys result from the cobas e 801 analytical unit. The initial result was 22 pg/ml and was reported outside of the laboratory. The clinicians questioned the result and another sample from the same patient was sent for analysis. This second sample was tested twice with a result of <3 pg/ml each time. The laboratory then retested the original sample and the result was 16 pg/ml. The reagent lot number was 56633501 with an expiration date of 31-dec-2022.

Manufacturer narrative:
The quality control results were acceptable. The patient sample was tested 10 times with good repeatability. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. The issue was consistent with a preanalytic issue. The customer's clotting time was too short. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction. Based on the provided information, a general reagent issue could most likely be excluded.